Event description:
It was reported that a trained physician attempted an arteriotomy closure of the right common femoral using the starclose device after a diagnostic procedure. The device became stuck. The physician removed the device successfully and hemostasis was achieved using manual compression. No pt injury or effects were reported. No add'l info available.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.